Event description:
It was reported that the wake button was delayed in responding to touch and after applying more force to the button, pump turned on. Customer's blood glucose level was 208 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.